Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion and compromised force sensor resistor alarm during prime test due to faulty force sensor resistor. The motor passed motor test. The excessive no delivery alarm could not be verified or the occlusion and excessive no delivery tests performed due to the error alarms. It was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had multiple motor error alarms during prime. The blood glucose at the time of the incident was 384 mg/dl. It was also reported that on (B)(6) 2014 the customer received a no delivery alarm. The insulin pump was not exposed to a high magnetic field and the customer was able to rewind. The device was returned for analysis.